Manufacturer narrative:
A MFR review was conducted and there was nothing found to indicate there was a MFR related cause for this event. The lot met all release criteria. The seeker catheter was returned for eval. Scratching was found along the detached segment. The ends of both segments where the break occurred were examined closer under magnification. The brake was not clean with evidence of slight stretch in the complaint investigation is confirmed for detachment as the catheter was returned in two g. Segments. Based on the condition of the returned sample, it is likely that excessive force was applied to the catheter, causing the detachment. Based on the available info, it is possible that pt and/or procedural issues may have contributed to the reported event; however, the definitive root cause is unk.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the user facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The user facility did not have any additional details to provide at this time. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 10cm of the support catheter detached in the right iliac artery and remained in the pt. Surgical intervention was required to removed the detached catheter; the pt was reported to be doing well post procedure.